Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-03282, 2134265-2014-03382, 2134265-2014-03283 and 2134265-2014-03383. It was reported that ivus catheter did not pullback. It was reported that during intravenous ultrasound and stenting, an opticross¿ imaging catheter was used in conjunction with an ilab motor drive unit intended to visualize the lesion through a femoral artery as the vascular access. But the imaging catheter intermittently did not display any image and did not pullback. Both coronary imaging catheter and pullback sled were replaced with a second catheter/sled, but the problem persisted. The procedure was completed with another of the same device. No adverse patient events were noted.